Manufacturer narrative:
Approximate age of device ¿ 1 years 8 months 8 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient experienced a classic break on their driveline and needed a clam shell repair. The clam shell was successfully performed on (B)(6) 2019. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a driveline break requiring a clamshell repair was confirmed through an onsite evaluation performed by an abbott representative. An abbott technical service representative observed that the connecter end of the bend relief was torn and successfully performed a clamshell repair under work order (B)(4) on (B)(6) 2019. The patient remains ongoing on (B)(4). The separation of the driveline's silicone jacket was previously investigated and it was determined that sufficient side loading applied on the silicone jacket while it is connected to the system controller can contribute to the separation of the jacket from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car #(B)(4). The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline.¿ however, all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. These documents provide information on how to care for the driveline to best prevent wear and tear over time. No further information was provided. The manufacturer is closing the file on this event.